Event description:
It was reported that during a bph surgical procedure, ¿fiber broken" at 21,681 joules and 42:00 minutes of usage. The procedure was completed using a second fiber. Patient outcome: "no injuries" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the glass cap is protruding from the metal cap; this is indicative of melting of glue at the metal to glass cap adhesion location; the outer flow tubing exhibits mild contamination. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.